Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic kidney surgery. According to the reporter: oozing occurred after sealing causing an extension of the operating room time of more than 30 minutes. Another device was used. No bleeding was reported. Nothing fell into the pt cavity. No tissue damaged.